Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the image was noisy due to a damaged charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, the reported issue occurred due to a damaged charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.